Manufacturer narrative:
A sample device was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during the intraocular lens (iol) implantation the lens shot out of the injector for no apparent reason and even after releasing the pusher, it could not be stopped. There was no harm to the patient. The surgery was completed by using a new injector.

Event description:
As per the f/u information, the file is made as non-reportable. Additional information was received stating during the preparation of the injector and also before placing the lens, the lens shot out of the injector by pressing the blue device/ gear, for no apparent reason. The process could not be stopped even by releasing the trigger. There was no patient harm and patient did not come into contact with the injector.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).